Manufacturer narrative:
Upon return of the patient's device to the distributor in september 2015, the patient's alleged injury was not known. As such, the patient's device was processed as a routine end-of-use by the distributor upon receipt. Monitor sn (B)(4), electrode belt sn (B)(4), battery pack sn (B)(4), and battery pack sn (B)(4) were returned to the distributor and evaluated. The monitor, electrode belt, and battery packs were found to be fully functional upon receipt. There was no evidence of any equipment malfunction that would cause or contribute to the patient's reported burns. The battery packs did not show any signs of a thermal event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Follow-up report #1: additional information - 09/20/2016. Zoll received additional information via a freedom of information act request. In the original complaint to FDA, the patient reported that after 2-3 days of using the lifevest her skin became red and began to peel on her ribs and around her head/neck. She further reported that her hair had been burned. Zoll has been unable to confirm the validity of the patient's reported injury. A us distributor contacted zoll manufacturing corporation to report that u.s. FDA had contacted them about a patient who had reportedly developed blisters on her back underneath the garment. Zoll manufacturing corporation was previously unaware of this event. Follow-up with the patient on (B)(6) 2016 revealed additional information on the patient's alleged injury. The patient was taken to the hospital after being in a car accident and was fit with the lifevest. The patient reported that the lifevest lithium ion batteries "burned her from her earlobes and back of her head all the way down her legs and even burned her capillaries". The patient stated that she had blisters "like shingles or measles" all over her body and still had bumps on her skin where the blisters were located. The patient reported that there was no bleeding or oozing from the blisters. The patient stated that she had no history of skin sensitivities or irritations. There is no indication that the patient sought medical attention. A review of device download data found that there was no treatment event that could have resulted in a burn. Zoll was unable to confirm the validity of the patient's reported injury.

Manufacturer narrative:
Upon return of the patient's device to the distributor in september 2015, the patient's alleged injury was not known. As such, the patient's device was processed as a routine end-of-use by the distributor upon receipt. Monitor sn (B)(4), electrode belt sn (B)(4), battery pack sn (B)(4), and battery pack sn (B)(4) were returned to the distributor and evaluated. The monitor, electrode belt, and battery packs were found to be fully functional upon receipt. There was no evidence of any equipment malfunction that would cause or contribute to the patient's reported burns. The battery packs did not show any signs of a thermal event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll manufacturing corporation to report that u.s. FDA had contacted them about a patient who had reportedly developed blisters on her back underneath the garment. Zoll manufacturing corporation was previously unaware of this event. Follow-up with the patient on (B)(6) 2016 revealed additional information on the patient's alleged injury. The patient was taken to the hospital after being in a car accident and was fit with the lifevest. The patient reported that the lifevest lithium ion batteries "burned her from her earlobes and back of her head all the way down her legs and even burned her capillaries." The patient stated that she had blisters "like shingles or measles" all over her body and still had bumps on her skin where the blisters were located. The patient reported that there was no bleeding or oozing from the blisters. The patient stated that she had no history of skin sensitivities or irritations. There is no indication that the patient sought medical attention. A review of device download data found that there was no treatment event that could have resulted in a burn. Zoll was unable to confirm the validity of the patient's reported injury.